Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for meniscal fastening, the silicone retention tubing of two fastener came off of the inserter needle and fell into the patient's joint space. It is not known if the tubing was retrieved from the body; however, the procedure was concluded successfully without further issue and no patient harm is being reported. Nothing being returned from the user facility for evaluation, complaint devices discarded. Also see associated MDR 1221934-2012-00165

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.